Manufacturer narrative:
Process of analyzing information is ongoing. Additional information will be provided upon investigation conclusion. The device is distributed outside the us and no gudid information exists. UDI number: (B)(4).

Event description:
It was reported that while a patient was lifted in the air, the maxi 500 lift began to tilt. It was not possible to control the leg movement of the maxi 500. No injury was reported. According to the device inspection performed by an arjo technician, the maxi 500 base was found to be bent, with one of the two legs raised off the floor, resulting in the observed tilting motion. The arjo technician ordered a new base assembly and adjusted the lift legs at the base. The device was taken out of service. Arjo was also informed of a similar incident involving the same device that occurred in (B)(6) 2026, registered under record number (B)(4) (9681684-2026-00048).